Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device "advised it would be powering down but did not". There was no impact to the patient.